Manufacturer narrative:
The instrument was recycled repeatedly and it functioned as intended. The incident could not be duplicate. Co reviews each incident as it occurs in an effort to continuously improve the products.

Event description:
The device was used during a laparoscopic cholecystectomy (vlc). It was reported by the affiliate that the trocar was inserted after introduction and extraction of the obturator. The surgeon noticed that the bladed tip was not completely retracted, it remained out for one-third of its length. The incident was caused because the safety shield did not return to cover the blade completely. It was reported by the affiliate that after handling the device, the safety shield returned to cover the blade. There was no consequence to the pt.